Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the retractor band and controller board was defective. The field service engineer replaced the drawer controller and retractor band, reconnected the row cable of the keyboard, and removed several alcohol prep pads from the drawer compartments to resolve the issue. After completing the tasks, the drawer was configured, and the issue resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system emitted an odor of burning rubber. And station unable to power on. The customer reported that the malfunction resulted in delay in the administration of medications to the patient and they managed to get the medication from pharmacy. There were no adverse events or injuries reported based on this incident.